Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and discovered the issue with the blower coupling. The fse replaced the blower coupling. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 12/1/2016. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. If samples are received at a later date, the complaint may be reopened. The root cause was worn blower coupler. CAPA#2660061 was recently implemented for false positives. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that false positive results were obtained with bd bactec¿ fx, instrument top, packaged. Manual subculture performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: drawer b throws out fps.

Event description:
It was reported that false positive results were obtained with bd bactec¿ fx, instrument top, packaged. Manual subculture performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: drawer b throws out fps.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.